Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The reinforcement material and sutures were still intact. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (B)(4) for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the lobectomy procedure, the surgeon tried to squeeze the handle, however could not squeeze and could not fire the device. They replaced the device with a new cartridge and the firing was completed with no problem. The handle was discarded by the customer at the hospital and the lot # is not available. The status of the patient is no problem.